Manufacturer narrative:
Date of event: the event year was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated creatinine. Blood cultures were positive for strep mitis due to gut translocation in the setting of gastrointestinal bleeding. The patient was treated with vanc and then cefazolin for four weeks. A hickman was placed after the cultures became negative. The patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy. The colonoscopy did not show active bleeding but did show a large recurrent polyp and a large friable mass at the anal verge taking up 1/3 circumference that was oozing a small amount of blood. That did not explain the patient's melena so the patient also underwent a capsule endoscopy. The patient was also bleeding from hickman and drive line, however no reason was discovered. Additionally, the patient had an echocardiogram on (B)(6) 2019 that showed severe left ventricle failure, increased right ventricle size, no opening of the aorta, and severe mitral regurgitation. No further information was provided.

Manufacturer narrative:
Section b3: the site confirmed that the event occurred in 2019. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii lvas could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists all potential adverse events, including bleeding and infection, that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's bleeding was related to his colon cancer. The patient did not receive any treatment for the bleeding.